Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 12, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during spaceoar placement. According to the complainant, during a magnetic resonance imaging (MRI) performed on (B)(6) 2019, the physician noted that the spaceoar gel was present in the rectal wall. There were no patient complications reported as a result of this event.